Manufacturer narrative:
Evaluation summary: the h1 was received for evaluation. The device was inspected and it noted that the torque shaft was bent an approximate 45 degree angle beneath the strain relief. The distal assembly was inspected and the tecothane was seen to have a hole in the belly of the distal assembly approximately 2cm from the cutter window. This hole showed biological material protruding from the hole and flapped towards the distal tip of the distal assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to treat the patient at the superficial femoral artery (sfa) using a hawkone device. Target lesion was reported to have moderate calcification (tortuosity and % stenosis unknown). IFU was followed during prep and use of the hawkone device. Account reported that during advancement moderate resistance was experienced. The tech reported that the cutter thumb switch felt as if it was not advancing forward noting that the nose cone was maybe getting full. The cutter packed more distally into the nose cone showing under fluoro that room was left in nose cone chamber. The physician then continued to make 4-5 additional passes with the device without seeing any further notable filling of the nose cone. The device was removed for cleaning. Plaque was seen protruding from the middle of the nose cone chamber. The account reported that visible tear or hole in middle of the nose cone with tissue protruding resulted. An angiogram was taken and the distal ro was shut down due to embolised plaque. Multiple balloons were used to macerate emboli and dilated distal vessel to reestablish flow to the foot. Post-dilation of the vessel was carried out. No patient injury was reported.